Event description:
It was reported that at a follow-up visit, a 'broken' ventricular lead was found through radiology. The patient is an avid weightlifter, and it was reported this activity resulted in the subclavian crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.